Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, healthcare professional reported "exposure from wound dehiscence". This record is for the left side.

Event description:
Healthcare professional reported left side "expander came through skin". Device was explanted and replaced.

Manufacturer narrative:
The event of "extrusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "expander came through skin".